Event description:
It was reported that on (B)(6) 2022, a paroxysmal atrial fibrillation procedure was performed using a polarmap catheter. On (B)(6) 2022, pericardial fluid was observed, and a drainage was performed. The physician is unsure of the cause of the pericardial effusion, but suspected to be related to the polarmap catheter. The patient recovered and is stable. The sheath is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.